Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log found 41622 error. Visual evaluation found damaged (detached) downstream occlusion (dso) seal, scratched lens. Functional test was performed and found defective dso sensor and 41622 error, confirming primary complaint. Probable cause of the 41622 error was a defective motor. The motor, dso sensor and dso seal were all replaced.

Event description:
It was reported that the device was showing error code 41622 when switched on. There was no patient involvement.